Event description:
It was reported that the pump's alarm volume and vibration were too low. Additional information was not provided. Customer declined troubleshooting with tandem technical support. There was no reported adverse impact to the customer¿s blood glucose level.